Event description:
Initial sodium result of 2 meq/l, potassium result of 0.1 meq/l. Same sample repeated recovered a sodium value of 142 meq/l and a potassium value of 4.4 meq/l. The initial results were not reported. The field service representative determined the issue was due to a defective ise control pcb and the ise mix set too high. The instrument was repaired. Performance check tests were performed and within specification.